Event description:
It was reported that a dr implanted a protegen sling in 1999. The pt "developed injuries and complications secondary to the implant surgery." There is no further info available on this case and the device was not returned for eval.